Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked inside from the bag. No patient consequences were reported. No adverse effects were reported.